Event description:
Pt underwent right total knee replacement during 1992 at another facility. Pt presented with complaints of pain during ambulation, which had been present since the time of surgery, and had continued to progress. Pt did not have "full control" of placement of the right foot. The pt initially underwent physical therapy and was placed in a long leg cast in attempt to improve joint stability, however, treatment was not successful. The pt was admitted to the hosp for revision of the right total knee. Intra-operatively, approx 3 cm. Of medial-latral instability of the joint was found. The femoral and tibial components were removed without difficulty. No bony ingrowth was identified upon removal of the components. The components were replaced and cemented into position. Surgeon's office contacted for model, lot, and serial numbers of prosthetic device placed. Numbers listed were communicated via telephone.